Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stent treatment procedure, the stent delivery system (sds) would not cross the lesion. The 90% stenosed target lesion was located in the mid right coronary artery (rca)with bend angulations more than or equal to 90 degrees. The lesion was predilated with a 2.5 x 15mm apex balloon catheter. A 24 x 4.50mm taxus liberté stent delivery system was selected to treat the lesion but unable to cross the lesion. The physician changed this device with an unspecified size non-bsc stent and a 4.5 x 15mm quantum maverick balloon catheter was used to post dilate the lesion. No complications were reported and patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned device confirmed distal stent damage. Two stent strut rows were misaligned and pulled distally. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).